Event description:
It was reported that the needle deployed late when the pod was activated and that the cannula was out of pod; this indicates a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.